Event description:
Customer called reporting that he had passed out after he got up off of the chair approximately 2 weeks ago. Having multiple medical problems, customer stated that he was unaware if the blood sugar was the cause. Customer was put on oxygen. No third party medical intervention was involved.

Manufacturer narrative:
Customer returned his meter and test strios with lot number 41314. All results were within range specification, no errors were observed during control solution testing.